Event description:
It was reported that the physician's handheld would not hold its charge. The physician requested for a new handheld. New handheld was shipped to the site. Good faith attempts to have the old handheld back to manufacturer have been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.